Event description:
It was reported that the expected reservoir volume was 2-3ml and the actual reservoir volume was 18ml. The patient experienced an underdose; specific symptoms were not provided. The type of medication, concentration, and daily dose being administered via the pump were not reported. According to the MFR's device tracking system the pump was replaced. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.